Event description:
It was reported that (1) er320 was used during a laparotomy-cholecystectomy procedure. It was reported by the rep that the clips were being applied to cystic duct during laparotomy-cholecystectomy procedure. As the trigger was being squeezed several fell from the jaw aperture into the pt. Attempt was made to retrieve clips. However, it was unknown if all were retrieved. A second clip was opened to complete the case. The pt did have an extended stay at the hosp for ten days. The dr is uncertain as to the reason.